Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they are blind and can not read what the alarm vibration was about. The customer stated that she is trying to find a neighbor ore someone one that can help read the insulin pump. It is uncertain if the issue is related to a button error. So the customer will call back once she has found someone to help read the pump. The customer had also mentioned that there was a hospitalization visit on (B)(6) 2014 at 5:45 am for a blood glucose level of 495 mg/dl and diabetes ketoacidosis. The customer experienced the following symptoms of high blood glucose levels: hyperventilating, vomiting, and pain. The customer did not know she had used expired insulin and that caused her hospitalization. She was treated with an IV and insulin drip. She was wearing her insulin pump at the time of her hospitalization. Troubleshooting was dec...

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch: 2032227-2014-44898.